Event description:
It was reported that the attachment device was "heating up" while being evaluated. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device did not exceed temperature limits, therefore, the reported condition was not confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).